Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels that ranged from 30-50 mg/dl. Cause was unknown. Customer required assistance addressing bg with juice. Recommendation was made to consult with healthcare provider regarding diabetes management.